Event description:
It was reported that approximately 10 months post-implant of a bifurcated device and a suprarenal aortic extension, an angiogram revealed a junctional leak and movement of device. Reportedly, the patient presented with abdominal pain, and an angio revealed that the overlap between the aortic extension, and the bifurcated device had reduced from three stent segments to two. An infrarenal aortic extension was implanted to elongate the overlap between the devices, which resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: the patient had many risk factors for aneurysmal disease progression, which might have contributed to this complaint. There might have been product use and patient candidacy those were incongruent with IFU sizing recommendations. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be conclusively identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.